Manufacturer narrative:
(B)(4). The customer reported that the device is not detecting the pads cable/test load. The unit was evaluated by a philips rep. Replacing the therapy pca resolved the reported issue. The unit was tested and placed back into service.

Event description:
The customer reported that the device is not detecting the pads cable/test.